Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A customer reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. The technical support team advised the customer to uninstall and reinstall the mobile app and to contact support if the battery depletion exceeded 35% per day; the customer understood and acknowledged these instructions and the issue was resolved.